Manufacturer narrative:
(B)(4). Batch # m5351h. The analysis results showed that the tl90 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the surgeon placed the gun on the bowel and lowered the pin down as usual. He then tried to close down the cartridge side of the stapler onto the anvil by screwing down the knob on top of the gun. It was however impossible to do this. Another like device was used to complete the procedure. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5351h. Initial submission originally sent on (B)(4) 2015 and errored as duplicate. Resent (B)(4) 2015. The analysis results showed that the tl90 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the surgeon placed the gun on the bowel and lowered the pin down as usual. He then tried to close down the cartridge side of the stapler onto the anvil by screwing down the knob on top of the gun. It was however impossible to do this. Another like device was used to complete the procedure. Surgery was prolonged two minutes. There were no adverse consequences for the patient.